Event description:
It was reported that this patient was implanted with this device system and experienced sepsis infection with induced organ failure, following the implant surgery. Ultimately, this patient passed away 4 days after implant.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.